Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal elective replacement indicator (eri) battery status. Upon receipt at guidant's reliability assurance laboratory, engineering calculations determined that the device did not meet expected longevity predictions.